Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During a routine examination of the customer's device, physio-control observed that it had a service indicator present and would not deliver defibrillation energy when prompted. There was no patient use associated with the reported event.